Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was high, however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level. Reportedly, the customer was unable to provide any additional information regarding the reported events.